Event description:
A home patient (hp) contacted baxter's technical service center to request assistance in ending their automated peritoneal dialysis therapy early. Reportedly, the hp was unable to get the last 6 inches of the patient line to prime. The hp lowered the tubing in the organizer and performed the reprime procedure 6 times, however, the patient line did not completely prime. The hp then cycled the power off/on and the homechoice machine showed that it was in fill 1. Baxter's technical service center assisted the hp in ending therapy early. The hp contacted the on call peritoneal dialysis nurse to notify them of the event. The hp set up with new supplies to complete therapy and no further difficulties were encountered. No patient injury or medical intervention was associated with this incident, per the hp and the hp's nurse.